Event description:
Boston scientific received information that this patient was in the hospital for a procedure unrelated to this device. In the recovery room following the operation, the device exhibited high rate pacing. The observation was suspected to have been the result of an interaction with the minute ventilation (mv) feature and external monitoring equipment. The high rate pacing was sustained but no adverse patient effects were noted. The mv feature was programmed off.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.